Event description:
It was reported via literature article that post transcarotid artery revascularization (tcar) procedure there was a patient mortality rate within 1 year of tcar procedures. This study was a retrospective chart review of patient records of 655 tcar procedures performed on 588 patients from january 2013 until july 2024. The objective of the study was to evaluate the safety, effectiveness, and efficiency of transcarotid artery revascularization (tcar) in a community-based practice by analyzing outcomes at 30 days and 1 year. It was identified that there were 2 deaths (0.31%) within 30 days of tcar, including one following hemorrhagic stroke conversion, and an additional 30 deaths (4.58%) occurred between 30 days and 1 year, for a total of 32 deaths during the study period. The causes of death were not reported, and it was not indicated whether the device or procedure contributed to these patient deaths.

Manufacturer narrative:
B2: the exact date of death was not provided for any of the reported cases and was estimated based on the earliest known tcar procedure in the cohort. B3: the event date was estimated to the earliest known tcar procedure included in the cohort. H6: patient code e2401 was used as the cause of death was not reported for the 30 deaths occurring between 30 days and 1 year. Detailed product information was not provided to boston scientific. Based on the nature of the information received, we are unable to provide the complete unique device identifier (UDI) or other product-specific details. If additional information becomes available, a supplemental report will be submitted. Kenny, m., landavazo, b., vernon, c., yelovitch, s., zea, n., nation, d., apple, j., quaye, k., boone, b., & turley, r. (2025). Outcomes and insights from a decade of transcarotid artery revascularization in community practice. Journal of vascular surgery. Https://doi.org/10.1016/j.jvs.2025.04.064.